Event description:
Procedure: lavh. According to the reporter: the stapler was applied over another staple line to resect adnexa. Staples did not form properly. Another sulu was used to finish the resection, and the malformed staples were removed. Surgery time was extended by 30 minutes.